Manufacturer narrative:
Additional information: d4 (UDI). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1023941 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1023941 , test base part number 190-430 / lot: 1023941 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1023941 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a positive direct nasal kitted swab. Repeat testing was performed on (B)(6) 2021 and (B)(6) 2021 with the ID now covid-19 assay and generated negative results. The customer confirmed the patient was asymptomatic. Additionally, per the customer no patient harm, delay or impact occurred and there is no known treatment.